Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) tested the bio ID in the hardware test application and confirmed it was functioning properly. No issues found. As a proactive measure as requested by customer, the fse replaced the bio ID. The new unit also tested and operated correctly. The system functioned as intended after the field service engineer (fse) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier failed and customer requested to replace the biometric identifier. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.